Manufacturer narrative:
The device was received for evaluation. During functional testing the device alarmed "close door". The cause was identified to be the door latches not closing completely without moderate force. Case shimming is required to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed "close door". No additional information is available.